Event description:
It was reported that during a localizer procedure on (B)(6) the localizer tag migrated 2.5 cm after the implantation. The surgeon was notified of the migration and decided to continue with the surgery and was going to adapt to it. No other information is available.

Manufacturer narrative:
Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
With the information obtained it was determined that the procedure was completed succesfully. The marker was placed in the correct spot but appeared to move after implantarion. The surgeon was aware of the migration , no harm to the patient was reported, no additional procedure were required. No patient injury reported , and no device malfunction was reported against the device. Thus this event will be adressed as not reportable. Out of abundace of caution hologic performed a health risk assesment with a key opinion leader which agreeded that this event is not reportable.